Manufacturer narrative:
A partial lead with the connector pin measuring 8.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.